Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch slmdxu manufacture date: oct/10/2022 expiration date: sep/30/2027 ; batch slmekp manufacture date: oct/11/2022 expiration date: sep/30/2027 ; a review of the batch manufacturing records was conducted, and no related non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4) date sent to the FDA: 11/6/2023 h6 component code: g07002 - device not returned this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h4 - the actual device batch number associated with this event is not known. The possible batch numbers are reported as follows: batch slmdxu batch slmekp attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. - was there any adverse consequence associated with the patient? - when were the sutures snapped (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify additional information was requested, the following was obtained: - do you have the customer contact details for this complaint? (B)(6) - has the faulty suture been returned to you? We received back 4 boxes, I believe (B)(6) may have these. - the code of the suture/s (B)(4) - was the snapping multiple occasions? Yes, from what I believe the customer has stated they were snapping easily and that it was more than one. The single complaint was reported with multiple events. There are no additional details regarding the additional events. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: (B)(4)

Event description:
It was reported that a patient underwent an unknown procedure in 2023 and suture was used. The sutures was snapping. There were no adverse patient consequences reported. Additional information was requested.